Event description:
When the pt tried to remove the needle from the skin, it couldn¿t be done [needle issue]. Case description: the incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous case from (B)(6) was reported by a medical doctor as "when the pt tried to remove the needle from the skin, it couldn¿t be done" and concerns a (B)(6) male pt who was using penneedle 32g taper from (B)(6) 2010, and ongoing for device therapy due to type 2 diabetes mellitus. Pts height: (B)(6). Medical history includes type 2 diabetes mellitus since 1996, diabetic nephropathy, malignant lymphoma, hypertension and hyperlipidaemia. On (B)(6) 2011, around 11:30 am, the pt use a new penneedle 32g taper and he was unable to remove the needle after injecting insulin at breakfast. At the same day around 1:00 pm the pt visited the reporting hospital and an orthopaedist removed the needle using local anaesthesia through a 3mm incision. White, hard matter was stuck in the skin. The orthopaedist commented that the needle could not be removed because a foreign matter was attached to the needle and got stuck. No metallic rest was seen on the x-ray. Oral pain killers and antibiotics were prescribed. On (B)(6) 2011 around 9:00am, the pt revisited the orthopaedist and was reported as recovered from the event. The sample has been returned to novo nordisk. The pt does not re-use the needle. He use a new needle every time and did not experience the similar problem before this incident. The pt store the needle correctly. He did not perform air shots prior to each injection. On (B)(6) 2011, this case was re-classified from a non-serious to serious due to the reported event details.